Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced an unknown malfunction. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the reported event was unknown; however, a system error 1026 was identified during a review of the event history log. Visual inspection, functional testing, electrical testing, and simulated therapy were performed. The cause of the condition was determined to be a faulty piston and membrane gasket. To correct the condition, the membrane gasket and piston were replaced. Should additional relevant information become available, a supplemental report will be submitted.